Manufacturer narrative:
(B)(4). The reported event of noise and inappropriate therapy was confirmed by review of stored egms. The device was tested on the bench and found to function normally. No noise was observed during testing. The root cause of the reported event could not be determined as the noise could not be reproduced.

Event description:
It was reported that the patient received inappropriate therapy. The device was replaced and no adverse consequences for the patient were reported.